Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, inflammation, leiomyoma nos, morbid obesity and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anaemia ("blood or heart disorder/condition type: anemic") and was found to have haemoglobin decreased ("low hemoglobin"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, anaemia and haemoglobin decreased outcome was unknown. The reporter considered anaemia, haemoglobin decreased, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received: previously added event injury was replaced with pelvic pain. New events - abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: anemic/low hemoglobin were added. Reporter's information, patient demography were added. On (B)(6) 2020: medical records received. Other relevant history updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.